Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a rash under both shoulders from the straps as well as red marks on back under te pads. The patient reported a known allergy to latex. There was no alleged device malfunction contributing to the rash. The patient's physician prescribed a cream for the rash. Follow up indicated that the rash improved.